Event description:
It was reported in an abstract titled "management of osteomyelitis post-kyphoplasty in an elderly osteoporotic patient with rheumatoid arthritis - case report and review of the literature", a patient was presented several months post thoracic kyphoplasty with complaints of worsening back pain. The patient was known to have developed osteomy elitis and had failed two courses of i.v. Antibiotics. Magnetic resonance imaging (MRI) on admission demonstrated progression of the osteomyelitis to adjacent vertebra with evidence of an epidural abscess. Patient underwent a two-staged procedure. Corpectomy with strut grafts were followed in delayed fashion with posterion spinal instrumentation. Long-term i.v. Antibiotics followed by oral antibiotics was required. At 2 years postoperatively, patient had made an excellent recovery with radiographic evidence of fusion and no evidence of infection. No further information was reported. Note: abstract did not provide information of the balloons products or bone cement used in the patients.

Manufacturer narrative:
Report source: abstract titled "management of osteomyelitis post-kyphoplasty in an elderly osteoporotic patient with rheumatoid arthritis - case report and review of the literature", by john f hamilton md, j patrick johnson md, neel anand md. Eval method: follow-up with author.